Event description:
Infus-a-port placed in patient for chemotuerapy use. Therapy successful, patient asymtomatic, approx. 6-7" portion of catheter tip see in patients right pulmonary artery seenon routine chest film approx. 5-6 months after device removal on 11/19/91. Patient not awre of retained catheter portion. Removed by angiography without any complications on 5/19/92. Only retained portion of device is the removed catheter.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.